Event description:
The end user advised the stretcher was involved in a motor vehicle accident while transporting a patient. It was alleged the patient was injured; however, there have been no allegations of product malfunction. No additional details on the incident or alleged injury have been provided.